Manufacturer narrative:
Findings: minor scratched lcd window, cracked display window corners, battery tube threads cracked,cracked reservoir tube lip. (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 215 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided